Manufacturer narrative:
Philips has investigated this complaint. The information available indicates that geometry movements of the allura device were only available to a limited extent. As the system has reached end of support, no repair was conducted by philips. The root cause of the issue is therefore undetermined. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that there was geometry movement only possible to a limited extent. No harm was reported to philips. Philips has started an investigation of this complaint.